Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for an elective generator exchange procedure. Interrogation showed the patient¿s right ventricular (rv) lead had high capture thresholds and r-wave amplitude variation. On (B)(6) 2021, the rv lead was capped and replaced. No additional information was reported.